Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "¿the needle pop off the suture it happen three times on the same lot number..." Did the reported alleged deficiency occur over the same patient-event? If yes, when did the three suture threads detach from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the reported alleged deficiency occur in multiple procedures? If yes, please provide an answer for each patient-event: have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). Please create a new pc file for each patient/event. When did the suture detach from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? How many devices demonstrated the alleged deficiency? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was informed that the tissue detached from the needle twice in one case, knee arthroplasty, then once in a different knee arthroplasty. All incidences occurred during passage through the tissue. I was provided this information by (please refer to the attached email), orthopedic coordinator.

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that, the needle pop off the suture it happen three times on the same lot number. They did not specify if it happened on the same case or different one. There were no patient harm reported and product is not available for return. No adverse patient consequences were reported. Additional information was requested.